Event description:
A call to technical services on (B)(6) 2013 12:16:10 pm was made asking about 1591 . States the 1591 was a riata and it was identified as part of advisory. This lead would be replaced. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).